Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing low speed, low flow and pump off alarms when on the power module patient cable. Data log files from both the primary and back-up system controllers were reviewed by the manufacturer's technical services. The log files confirmed the reported events which occurred while the patient was connected to the power module. The patient was asymptomatic at the time of the events. It was determined that the best course of action for the patient was a pump exchange which was performed on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The reported low flow, low speed and driveline disconnect alarms while the power module patient cable was in use was confirmed by the submitted log file evaluations. Fatigue damage to the brown wire in the internal portion of the percutaneous lead was confirmed based on the percutaneous lead evaluation. As a result of the damage, the underlying brown wire conductor was exposed. The brown wire represents a redundant wire in motor phase 2. The reported red heart alarms would have occurred as a result of the exposed conductors of the brown wire contacting the braided shielding when the device was supported by the power module. The lvad pump was returned assembled. The percutaneous lead (lead) was cut approximately 7 inches from the pump housing with the rest of the lead returned. A lead replacement site was present. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. The evaluation did not reveal deposition within the pump. The percutaneous lead was returned in two sections. The proximal section was ~7" from the pump. No damage to the silicone sleeve was observed. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate was observed. No damage to the metal shielding was observed. Abrasion marks were identified ~4.5" from the pump on the black wire. Visual inspection of the black wire found no fracture or breach. The proximal section of the percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The distal section of the returned percutaneous lead measured ~29" from the metal connector (~24" external and ~5" internal). A percutaneous lead replacement site was present and approximately 10.5" of the original percutaneous lead was present. No damage to the silicone sleeve was observed. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. No damage to the bionate was observed. Breakdown of the metal shielding was identified ~7" from the replacement site. Abrasion marks were identified ~7" from the replacement site on all wires, but no breach was identified at this location. Visual inspection identified a breach in the insulation of the brown wire ~10" from the replacement site which was in the internal portion of the percutaneous lead. The damage appeared to be consistent with fatigue damage due to repetitive movement of the wire at this location. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years, 2 months. The explanted device was returned for analysis. The evaluation is not complete. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.